Event description:
During primary surgery, the sleeve was impacted too far causing the pt's femur to fracture.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Review of the available device history records did not reveal any related deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.